Event description:
Cath lab staff said unit said critical error when powered up. Cath lab staff nurse said he found power cord not plugged into outlet, and did not know how long the unit was not plugged in. He plugged in power cord to allow the unit to charge the battery. He powered up unit and unit powered up normally. He ran an operational check and no errors or critical errors were reported. Unit fine.